Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing high blood glucose. The customer's blood glucose level was 409 mg/dl. The customer treated their high blood glucose with the insulin pump. Troubleshooting was done for the insulin pump and they noticed that there was a big air bubble in the reservoir. Troubleshooting was performed and the air bubbles were removed. Additionally, the customer had experienced a no delivery alarm in the past. The alarm was resolved when the customer changed the infusion and reservoir set. The device will not return for analysis.